Event description:
Additional information indicated a bpa was received by the clinician and the device was explanted. The patient was stable before, during, and after the procedure.

Event description:
Battery performance alert (bpa). The ICD presented a bpa alert during a routine follow-up visit. Patient asymptomatic. The device will be replaced as soon as possible.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.